Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information reported via patient that she have a question she was all the up p4 @ 5.15v and she wanted to know if there are other programs. Patient stated she wanted to get better relief. Patient stated she was getting less than 50% some days and some days it was more than 50%. The patient programmer was synced with the implantable neurostimulator and noted therapy was off. Patient stated she was not sure how long therapy has been off, maybe a month. Therapy was turned on, setting was on programmer 4 at 5.3 v and patient decrease to 3.5v and felt stimulation. The patient reported troubleshooting resolved the reported issue. The patient reported that they fell on their butt and not sure when the implant was off. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.